Event description:
The pt was injected in the lips. The pt allegedly developed swelling a couple days later, but resolved. It allegedly began swelling again a day later. The pt was treated with antibiotics and steroids. Pt visited a different physician where her lip was incised and drained.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.